Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Visual inspection was performed and the following observations were noted: tamper seals were not intact. The right plunger case was cracked. Functional and flow testing was conducted. The reported event was replicated during flow testing. Motor rate error was not identified in event history log review. The reported issue was confirmed. The root cause was determined to be the main board was not seated onto the extrusion. The following actions were taken: installed main board onto extrusion. Additional repairs included: replacement of cracked right plunger case, battery. Device functional and delivery tests all passed after repair.

Event description:
It was reported that the device presented a motor rate error message. No patient injury was reported.